Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20303211, expiration date 05/31/2012). Reference medwatch report with patient identifier (B)(4) for the suspect device used in system 2.

Event description:
Caller states patient tested 2.5 inr, 1.6 inr, and 1.9 inr on coaguchek xs system 1 and 1.8 inr on coaguchek xs system 2. Patient's coumadin dose was increased based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.